Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043470) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that she has had essure coils for about two years and informs that when she had the procedure done, she felt everything (she was given no type of anesthesia). Since she had the procedure, she is in extreme pain all of the time and states that pain is worsened when menstruating and during any physical activity, specially intercourse. Consumer asked the doctor who inserted essure to remove them and the surgery date was set. The morning of her surgery, the doctor called and cancelled it. According to consumer, that happened about a year and a half prior to the report and she is still in pain every day. Her periods have been becoming more and more erratic and painful. She has tried going to other doctors and hospitals and everyone just tells her to take something for the pain but she doesn't want to be on pain killers for the rest of her life. She just wants to have the essure coils removed. Ptc investigation result was received on 20-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since the procedure she is in extreme pain all of the time. She visited several doctors and hospitals and received pain medication. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, a causal relationship between essure and the reported event cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since medical intervention was required (long-term use of pain medication and hospital visits). A surgery to remove essure was scheduled but it was later cancelled. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5043470) on 10-aug-2015. The most recent information was received on 03-may-2017. Then this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain all of the time/chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced post procedural discomfort ("when I had the procedure done I felt everything"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain is worsened when menstruating/dysmenorrhea"), dyspareunia ("pain is worsened during any physical activity, especially intercourse/dyspareunia"), menstruation irregular ("periods have been becoming more and more erratic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy to remove essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menstruation irregular, post procedural discomfort and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menstruation irregular, pelvic pain and post procedural discomfort to be related to essure. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. This ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 3-may-2017: legal claim received. Essure indication was provided, insertion date was updated to (B)(6) 2013 (previously (B)(6) 2013). On (B)(6) 2017 she underwent a hysterectomy to remove essure. Abdominal pain was added as adverse event. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including extreme pain all of the time/chronic pelvic pain. The plaintiff had surgery to remove the essure implant approximately three and half years after insertion((B)(6) 2017). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. In this particular case, alternative explanation was not available for her pain. Later, plaintiff underwent hysterectomy to remove the coils. This case was classified as incident since device removal was required. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 19-nov-2015: follow-up attempts were done, with no response to date.